Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported during an angioplasty procedure, the balance middleweight (bmw) guide wire could not be completely removed and intravascular ultrasound revealed that a portion of the guide wire remained in the ascending aorta. The patient was sent emergently to the operating room to retrieve the separated guide wire and coronary revascularization was performed. No additional information was provided.